Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot#: unknown, product type: accessory. Product ID: 97791, lot#: unknown, product type: accessory. Product ID: 977a260, lot#: va1unwe021, product type: lead. Product ID: 977a260, lot#: va1unwe031, product type: lead. Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the caller's friend had to take the device out. The caller later stated that the doctor or the manufacturer representative wanted their friend to keep it in longer. The caller said their friend did not like charging every day. The caller said their friend was able to walk much better than before because of the device. The caller was not sure if their friend wanted the device explanted because of charging or because they did not like it. The caller also stated that they were not sure if the device was explanted yet or not. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative and patient. It was reported that the patient had the ins explanted due to it not helping. Patient reported that since the battery need to be charged in the back part of their body it took attention to keep it on target to get on excellent charge and therefore the reason patient did not like charging their stimulator every day. Patient stated they had to be extremely careful to keep the charger over the battery without slipping out and sitting in a chair without moving too much. Patient stated she did not believe the manufacturer's product was for her and had it explanted.

Manufacturer narrative:
Analysis of pli# 10 product ID# 97715 found stim ins/functionally okay/insignificant anomalies. If information is provided in the future, a supplemental report will be issued.